Event description:
It was reported that when the device was used during an unknown procedure, the bag broke without excessive force. The surgeon removed the specimen with graspers. There were no consequences to patient.